Event description:
It was reported that low profile abutment fractured at the screw of the abutment while taking measures. A portion remained inside the implant and implant was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain low profile one-piece abutment 3.4mm(d) x 1mm(h) (ilpc341u) and one 3i t3 non-platform switched tapered implant 3.25 x 13mm (bost3213) were returned for investigation. Visual evaluation of the as returned abutment identified fractured abutment screw at threads and inside implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions noted on the per were high bone density - type I. The reported device had been placed on tooth 32 (fdi). Placed on a previously alloplastic site. DHR review for the lot (2022070037) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2022070037) for similar events (complaint category keywords: fracture: screw) and no other complaint was identified. Therefore, based on the available information, device malfunction (fracture screw) did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.